Manufacturer narrative:
The device was explanted but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.

Manufacturer narrative:
Follow-up report indicated that the device was proactively explanted due to a wound healing issue. The culture report results for the initial report of infection was negative and the patient did not have an infection. It was noted that the patient has a history of (B)(6) from a previous knee replacement surgery. The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.